Event description:
The physician successfully placed a gastrostomy feeding tube. It was noted at a later date the "y" connector had cracked. The jenjunal tube was replaced by the physician. The pt is in satisfactory condition, no other information is available.